Event description:
Patient reported deflation. Healthcare professional later confirmed deflation. The device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed. No additional observations are performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, deflation. Healthcare professional later, confirmed deflation. The device has been explanted. This relates to the left side.